Manufacturer narrative:
Continuation of concomitant: d334trg crt-d implanted (B)(6) 2015.

Event description:
It was reported that the right atrial (ra) lead had intermittent under-sensing during arrhythmia episodes. It was also noted that there was an ra impedance alert. The impedance values have been stable since. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.